Event description:
It was reported that during a procedure of the de novo, 90% stenosed, mid superficial femoral artery, the absolute pro stent delivery system (sds) was positioned and during deployment, the thumbwheel was turned, but the stent stopped being deployed. The stent only half deployed and half remained in the delivery system; the thumbwheel mechanism continued to turn. At this point the handle portion became separated into two pieces. The deployment was completed by manually retracting the outer sleeve to fully deploy the stent. The device was removed from the anatomy without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent and retraction problem could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: glide, inflation: mdt. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.